Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they made an appointment with doctor and 90% of their reported issue of bladder control was resolved, patient will be going back on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient is having some issues with her unit and suddenly, she is not having any success at all. The patient currently has absolutely no bladder control whatsoever and is back to baseline symptoms and is going through 6-8 panties a day and 10-12 pads. The patient programmer was showing stimulation on. The patient indicated that she had been in a car accident on (B)(6) 2018 where she had some resulting medical issues. On (B)(6) 2018, the patient was in another car accident; however, there were no medical issues resulting from that accident. The patient indicated that the onset of symptoms occurred approximately over the last six weeks, confirmed as 2019. The patient has an appointment scheduled with their health care provider to discuss the loss of therapeutic effect. There were no further complications reported at this time.